Event description:
It was reported that the patient underwent a gynecological procedure in 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient underwent a sling removal surgery on (B)(6) 2011 by dr. (B)(6), due to erosion, pain, utis, vaginal infections, dyspareunia, and abdominal swelling. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.